Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 1388tc-52 competitor implantable pacing lead (B)(6) 2005. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found.

Event description:
It was reported that the patient had a sepsis infection. The source of infection is unknown. Further information was unable to be obtained. The device remains in use. No further patient complications have been reported as a result of this event.

Event description:
Additional received indicates the device has been explanted.